Event description:
Device was returned for repair only. Tip was broken off and taped to the device. Contact at hosp confirmed that device broke while in use in surgery, but piece was retrieved without impact or injury to the pt.